Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. All buttons functioned properly and no damage was found on the keypad. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated the buttons were not responding.